Manufacturer narrative:
A stryker field service representative (fsr) did not evaluate the customer's device for the reportable issue, as the customer declined the repair. Therefore, the reported issue could not be verified or duplicated. A conclusive root cause could not be established. Nevertheless, the preventive maintenance was carried out by the stryker fsr. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpected powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpected powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.